Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a urinary catheter. The customer reports that the balloon didn't deflate when the operator tried to remove the device.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.